Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed the patient¿s implantable cardiac monitor (icm) had multiple false atrial fibrillation (af). Upon further evaluation, the episodes were identified as incorrectly measured sinus rhythm. Programming changes were made to resolve the diagnostic anomaly. The patient was in stable condition.